Event description:
Caller reported that pump battery depleted too quickly, which led to pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support educated caller on impacts of pump shutdown and confirmed successful resumption of insulin delivery. Caller acknowledged advice to fully charge the battery, and a follow-up was planned.